Event description:
It was reported that the customer experienced high blood glucose levels (~400mg/dl). The customer also reported that there was liquid present with cartridge change and the customer could smell insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.